Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to a defective component as the processor board was replaced on (B)(6) 2018. Upon visual inspection, the customer reported complaint of cracked front enclosure was observed, likely due to user mishandling such as a drop. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs be replaced to remedy the fault. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on 02 august 2015 and ccr (B)(4), reported on 23 may 2018. Processor board was replaced to remedy the issue.

Event description:
During patient use, upon powering on the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message. Following this, the crew immediately performed manual CPR. In addition, the platform was observed with a crack on the front enclosure. No consequences or impact to patient.